Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the low cgm alert did not announce. The customer reported that the alerts occured only a percentage of the time. Tandem's technical support (cts) assisted the customer with changing the alert/alarm button to "high" and the customer reported being able to hear the sound. Cts informed the customer that the pump appeared to be functioning as intended. However, the customer continued to seem unsure and declined further troubleshooting. There was no reported impact to blood glucose.